Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2026, the user experienced an imaging system error on the device. It is reported that one sample was collected by the disposable, however, it could not be visualized on the console. The brevera system was reset three times, after which the error message appeared; therefore, the patient procedure was aborted. It is reported that the procedure was completed on another device, in another medical office on the same day. A distributor field service engineer (fse) was dispatched to examine the device. A system calibration was completed, which resolved the device error and the system is now functioning in accordance with manufacturer specifications. No further information is currently available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.